Event description:
Gyrus generator for olympus bipolar loop reading error message "irrigant/electrode." A second electrode with cable was opened and twice temporarily had error message on gyrus acmi generator, but functioned for the rest of the procedure. Resulted in a delay in care.

Event description:
Gyrus generator for olympus bipolar loop reading error message "irrigant/electrode." A second electrode with cable was opened and twice temporarily had error message on gyrus acmi generator, but functioned for the rest of the procedure. Resulted in a delay in care.

Manufacturer narrative:
The following elements have blank data.